Event description:
The complainant alleged that while attempting to monitor a pt, the device displayed an asystole rythum. The clinicians then changed the electrodes, however, they were only able to read the ECG at a gain setting of 3x and even at this setting they had difficulty reading the ECG rythum. The complainant indicated there was no adverse effect to the pt as a result of this reported incident. A previous incident occurred with this same unit on a different pt and was reported on medwatch # 1220908-2000-00062.